Event description:
A malfunction alarm, identified as malf 16, was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent due to the malfunction being unresettable. The customer was instructed to use multiple daily injections as a backup therapy and was provided with instructions on putting the pump into storage mode before returning it. The customer acknowledged and understood the return process using a pre-paid label within ten days.